Manufacturer narrative:
The field service engineer (fse) observed sample counts outside limits and the substrate black tubing fitting was loose at the connection which caused bubbles to enter the substrate pump. The fse reconnected the fitting, primed the substrate several times and noted no further evidence of bubbles in the lines. The fse also replaced the substrate bottle and verified the substrate portion of system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to the loose substrate tubing fitting at the instrument connection. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported sample counts outside of limits error and non-reproducible t-uptake results, for two patients, involving the unicel dxc 600i synchron access clinical system. Patient #1 obtained an initial t-uptake (tu) result of 56% and retest results of 44% and 46%. The customer-supplied patient data revealed patient #2 obtained an initial tu result of 72.0% and a retest value of 53.4%. All retest results were performed on the original instrument. The customer stated quality control (qc) was passing at the time of the event but unsure of the instrument performance. The customer did not release any of the patients' results from the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.